Event description:
Home patient (hp) contacted baxter's tech service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice (hc) machine during drain 3 of their automated peritoneal device (apd) therapy. Reportedly, hp had disconnected the transfer set form the pt line of the hc set during a drain cycle without pausing therapy. Hp returned and reconnected to the setup. Tsc assisted hp in ending apd therapy early, hp completed therapy manually. Per hp, no pt injury or medical intervention was associated with this incident.